Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer received a result of approximately 23 mmol/l on the mobile system. He administered unknown fast-acting insulin; an unspecified amount of time passed, and customer reports becoming severely hypoglycemic. The customer's wife called an ambulance; the ambulance arrived 4-5 minutes after his wife has called them. They took a measurement with their own device and got a result of 1.7 mmol/l. The customer was treated with a glucose IV; after customer's hypoglycemic symptoms improved, he tested 6.7 mmol/l on the ambulance meter and 23.8 mmol/l on the mobile system within 10 minutes. Customer states it took 2-3 days for him to completely recover. Requested return of suspect device.